Event description:
It was reported that the bd integra had a needle retraction failure. The following information was provided by the initial reporter: "one of the occupational health nurses had a needle that was faulty. The needle had sprung out from the syringe (instead of retracting). Xxx asked that I share this information with you so we can report this to the manufacturer to determine if there is a known flaw with this specific needle." Additional information provided on 03/22/2024: ¿ what is the date of event? (B)(6) 2024 ¿ describe any patient harm, injury, complication or negative outcome that occurred because of the event. No harm incident. Incident note from occupational health nurse (ohn): after needle removed from deltoid when retracting the needle the safety engineered device malfunctioned projecting the sharp outwardly onto the floor, the sharp completely disconnected from the hub of the syringe, the remnants of th immunization that remained in the needle of the syringe leaked onto employee's arm. The employee was concerned that they did not receive a full dose of medication but luckily the injection had already been given. ¿ any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? Yes. The box was kept by the occupational health nurse. (B)(6)¿ please share the captured photo of the event if available. No photo available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Two sealed 3ml integra syringes with 25x1 needle attached from lot 9325617 were received. The samples were visually evaluated and tested for activation forces. No visual defects were noted on the physical samples and all activation forces fell within product specification limits. The defect as reported could not be confirmed from the samples received. Since the samples received did not display the reported condition a potential root cause could not be defined. A device history record review was completed for provided lot number 9325617 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
Material#: 305270. Batch number#: 9325617. It was reported by customer that they had a needle that was faulty. The needle had sprung out from the syringe (instead of retracting). Verbatim#: one of the occupational health nurses had a needle that was faulty. The needle had sprung out from the syringe (instead of retracting). Xxx asked that I share this information with you so we can report this to the manufacturer to determine if there is a known flaw with this specific needle. Response: what is the date of event? March 12, 2024. Describe any patient harm, injury, complication or negative outcome that occurred because of the event. No harm incident. Incident note from occupational health nurse (ohn): after needle removed from deltoid when retracting the needle the safety engineered device malfunctioned projecting the sharp outwardly onto the floor, the sharp completely disconnected from the hub of the syringe, the remnants of th immunization that remained in the needle of the syringe leaked onto employee's arm. The employee was concerned that they did not receive a full dose of medication but luckily the injection had already been given. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? Yes. The box was kept by the occupational health nurse. Please share the captured photo of the event if available. No photo available.